Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The device was returned to the customer.

Event description:
The customer reported that if he unplugs ac power and then charges the defibrillator, the monitor screen goes blank. There was no pt use associated with the reported incident.